Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012469375 was returned and analyzed. Visual inspection was performed and the catheter's spiral array appeared inverted and spiral array pebax tube appeared kinked on proximal end as well as near the electrode 9 (e9). The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. The slide control function was not working properly likely due to dried blood and entangled wires. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed an entangled wire in shaft region. In conclusion, the reported inverted array issue was confirmed through testing and the catheter failed the returned product inspection due to an inverted array, spiral array pebax tube kink, and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there were two instances of catheter array inversion. The patient, with a medical history of paroxysmal atrial fibrillation, was under general anesthesia. The catheter array inversion was identified under fluoroscopy without a knot forming. The physician initially removed the array from the catheter and manually flipped it to the correct orientation. However, a second inversion occurred, prompting the physician to remove the array again. Unable to correct the inversion, the physician requested a replacement catheter. The procedure was completed without any patient symptoms or complications, and no medical or surgical intervention was needed to prevent permanent impairment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.